Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation from his scs system. A sjm representative met with the patient for reprogramming but was unable to obtain full stimulation coverage of the patient's pain area. X-rays taken indicated the patient's scs lead has migrated from the original position. The patient has decided he will use his system as is and does not want to undergo surgical intervention at this time.